Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 315 mg/dl. The customer was assisted with troubleshooting. Customer stated that approximate size of air bubbles was not sure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. The device will not be returned for analysis.